Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called to report that she had been hospitalized multiple times for low blood glucose levels. The customer stated that recently, she lost consciousness while driving, and she was in an accident. The customer was taken to the emergency room and was treated for low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the displacement test. Nothing further was reported.